Event description:
Patient went to use one of her new pumps she just received and it did not appear to be programmed properly (did not save settings). She will continue to use her other pump. Pharmacy will send replacement and patient will return malfunctioning pump for investigation. Sn (B)(4). No injury reported (patient had not switched to problem pump yet). No other information provided. Dose or amount: 50.5ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2014 to current. Diagnosis or reason for use: i27.0.